Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she needed help with programming her replacement pump. Customer stated that her blood glucose was over 600 mg/dl today and she gave herself a bolus and did not check her blood glucose again. Customer changed her whole set and stated that she did not have any active insulin. Customer was drinking a lot of water and stated that she was really thirsty. Customer's current blood glucose is 532 mg/dl. Customer declined troubleshooting for high blood glucose at this time. Customer was advised to monitor the pump and her blood glucose closely.